Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved openings, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: two curved striated openings on radius and anterior side assessed as surgical damage and a curved sharp opening on plug strap bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage consist in the use of some surgical tool. A sharp opening assessed as unidentified(tear) opening. Additional, changed, and/or corrected data: h.3, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.